Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted for normal battery depletion without adverse patient effect.

Manufacturer narrative:
In post market quality assurance laboratory analysis, shortened longevity was confirmed, however, the cause of the battery depletion could not be determined as the device operated normally throughout the analysis. No further information is expected at this time.